Manufacturer narrative:
(B) (4): visually confirmed implant broken. Microscopic exam reveals a brittle fracture at the base of intervertebral and anterior portions of implant; this, along with the reported event info of fracture during implant impact. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the implant was not fitting well. It fractured when it was tamped. The implant was replaced, no pt complications were reported.